Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this defibrillator was part of the system revision due to infection. No additional adverse patient effects reported. The defibrillator was explanted.

Event description:
It was reported that this defibrillator was part of the system revision due to infection. No additional adverse patient effects reported. The defibrillator was explanted.